Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic segmentectomy, before use on the patient in the operating theatre, upon startup, when the first reload was docked and the nurse could only perform half the cycle test; closing and opening of the reload, the cartridge hacked and when it was closed the user could not open the jaws as it was stuck. The nurse handed over the power handle to the surgeon to have a look, and also could not open the jaws either. It was noted that the that surgeon did not fire the instrument and did not push the green button, the doctor just tried to open the jaws of the reload, and when was unable to do that gave the handle back to the nurse. It was observed that the reload have been fired half way out of the patient and there was no tissue. The operating room nurse did not know why the reload was partly fired, the nurse did not also push the green button. There was a problem unloading the device and the nurse had to dock off the adapter together with the reload and threw the shell to waste and put the power handle back to the charger after the procedure was finished. A manual handle and new reload was used to resolve the issue. There was no patient injury.